Manufacturer narrative:
The investigation has determined that a lower than expected vitros crp result was obtained when processing a patient sample (undiluted) on a vitros 5600 integrated system when compared to the vitros crp result obtained from the same patient sample tested using a 5x dilution. The investigation was unable to determine the assignable cause for this event. Within-run precision testing that would assess both the performance of the vitros 5600 system and the vitros crp slides was not performed upon request. Therefore, an instrument related issue could not be ruled out as contributing to the event. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros product crp lot 3740-0967-5332.

Event description:
A customer obtained a lower than expected vitros crp result from an undiluted patient sample on a vitros 5600 integrated system when compared to the vitros crp result obtained from the same patient sample tested using a 5x dilution. Patient sample (undiluted) vitros crp result <5.0 mg/l vs. The diluted vitros crp result 27.0 mg/l. Biased results of the direction and magnitude observed may lead to inappropriate medical action if not detected. The lower than expected vitros crp result of <5.0 mg/l was reported outside of the laboratory; however, the result was questioned by the physician. A corrected report was issued and there was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).